Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the user was having issues with the guidewire within the device. It was stated that after deploying it and retracting it, the wire would not deploy, becoming kinked. The user said the wire seems to be flimsy. (B)(4) 2018 additional details: new device was placed, no patient harm.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. : device not yet returned for evaluation.

Event description:
It was reported that the user was having issues with the guidewire within the device. It was stated that after deploying it and retracting it, the wire would not deploy, becoming kinked. The user said the wire seems to be flimsy. 09/20/2018 additional details: new device was placed, no patient harm.